Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 29-nov-2023. H6. Investigation summary: bd received 1 photograph and 2 samples from the customer in support of this complaint. Evaluation of both indicated collapsed samples. 100 retained samples were visually inspected, and no collapsed tubes were found. Bd was able to confirm the customer-indicated failure mode with the photograph and samples provided. The most likely root cause for this type of defect will be documented in the previously investigated complaint collapsed tubes document. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 3 bd vacutainer® sst¿ ii advance plus blood collection tubes were distorted. The following information was provided by the initial reporter: some tubes that were found in the chemistry lab, were distorted.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd vacutainer® sst¿ ii advance plus blood collection tubes were distorted. The following information was provided by the initial reporter: some tubes that were found in the chemistry lab, were distorted.